Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparative study of clinical outcome of endovascular aortic aneurysms repair in large diameter aortic necks (greater than 31 mm) versus smaller necks. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in the patients for endovascular abdominal aneurysm repair over a thirteen year period the following events were observed: serious injury: re-intervention aneursym expansion.